Event description:
Biomed has 5 documented occurrences on 4 beds where the controls automatically locked down. When the biomed tech arrives to assess the bed the only known contributing factor is the patient or nurse was pressing the button to change the position when the bed's electronics lock down. Biomed has reported the recurring issue to hill rom. Biomed believes the issue is related to a chip in the control mechanism which will loosen and fail to make proper contact. To correct the problem biomed is pressing the chip to reseat back into the circuit board. Biomed believes the issue is possibly a design flaw which allows the chip to not remain securely seated or a defective batch of circuit boards or chips.======================manufacturer response for patient bed, versa care (per site reporter).======================the hill rom service tech came in and directed biomed to press the chip to make sure it is seated securely into the board.